Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The device was recertified and returned to the customer. The batteries used at the time of the reported problem were not returned for evaluation. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.